Event description:
On (B) (6) 2010, the pt was seen in clinic to troubleshoot implantable neurostimulator recharge coupling difficulties. The pt had last successfully charged the device several months ago. The recharge screen was visualized; the neurostimulator was not over-discharged. Two weeks later, the device was examined under fluoroscopy which confirmed the device was flipped in the pocket. There was no communication with the neurostimulator. The hcp was deciding how to best revise the system (replacement or revision) which was complicated by the inability to interrogate the device. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).